Event description:
It was reported that during a da vinci si tongue base resection procedure, the cable on the maryland dissector instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode of a broken cable; however, evaluation found that the main tube insulation had scratches and gouge marks, with materials removed at the distal end. Engineering concluded that damage to the main tube was likely caused by excess force contact on surface of the main tube. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.